Event description:
It was reported that pump experienced malfunction with displayed malfunction code and pump would not turn off to be reset. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump, customer reverted to an alternate method of insulin therapy.